Event description:
A report that the pt's precision system was explanted, due to infection was received. There is no add'l info regarding the infection is available. The pt is reportedly doing well following the explant procedure.